Event description:
Terumo medical received an FDA medwatch report # mw5148704. The event description states that during heart catheterization, attempted to withdraw the runthrough wire from the right coronary artery and the tip of the wire broke. Attempted to withdraw wire with second procedure but unsuccessful. The wire was in a location that would not migrate. The patient was placed on anticoagulants and scheduled for outpatient procedure, in follow up to remove stent/wire and to replace the stent. The device was embedded in tissue or plaque.